Manufacturer narrative:
(B)(4). Us157848 ¿ m2a magnum cup ¿ 107200, 139252 ¿ m2a magnum taper ¿ 228200, 157442 ¿ m2a magnum head ¿ 577350. Source: report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 13 years post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with periprosthetic fracture of the proximal femur with involvement of the greater trochanter and proximal femoral diaphysis lateral cortex. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.